Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation before use. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a slit, 0.065 inches in length, at the 12.4 centimeter area (distal of thermal filament). No visible damage to the balloon latex was observed.